Manufacturer narrative:
Section b1: correction manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative as well as a submitted photo from the account. A clamshell repair kit was successfully installed on (B)(6) 2019 by an abbott representative according to hm ii perc lead field repair kit instructions (document 1009874, rev. C). The patient remains ongoing on (B)(6) and no further events have been reported at this time. Investigation of the separation of the silicone sleeve has determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed by car 20099. The hm ii lvas IFU document is currently available. This document addresses damage due to wear and fatigue of the driveline and provides information regarding driveline care. The heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a separation of distal bend relief. The patient did not report any alarm. A clamshell repair was performed on (B)(6) 2019. No further information was provided.